Event description:
It was reported by service report that the brakes were not holding, and the bed would move when it was engaged. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result - gill brake plate kit.